Event description:
Additional information received. The suspect product has been discarded and will not be returned. No other relevant information has been received to date.

Manufacturer narrative:
B6. Corrected data, initial report: last known system diagnostics inadvertently was not added.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may have not been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported by the patient that they were recently implanted with a new vns generator. However, before they were reimplanted, the patient reported increase in seizure their previous vns generator. The patient reported of experiencing up to 60 seizures a month. It was later that the patient's vns was replaced due to prophylactic reasons meaning the generator should have been functioning properly. The explanted generator has not been returned to date. No other information was provided.